Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the superficial femoral artery. A 8.0mmx20mmx135cm fg sterling mr balloon catheter was advanced for dilation. During the procedure, the balloon ruptured after the first inflation at 10 atmospheres for 60 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.